Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2023. Upon interrogation, it was noted that there was a premature decline in the battery life on the implantable cardioverter defibrillator (ICD). The ICD was not reprogrammed or explanted. The patient was in stable condition.